Event description:
It was reported that the device has delaminated downstream occlusion sensor (dso) seal, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Confirmed customers complaint during visual inspection found that the downstream occlusion seal was delaminated. Replaced the downstream occlusion seal. Updated software. Performed performance verification tests (pvt) . Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.